Event description:
The caller reported a malfunction on the pump, identified by a malfunction code, which was successfully reset with technical support¿s assistance. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if further issues arise.